Manufacturer narrative:
A philips remote service engineer (rse) interviewed the customer. The customer reported the system failed and requested to have the central station error log reviewed. The error logs were sent to an internal philips product support engineer (pse); however, the logs supplied by the customer did not cover the times mentioned by the customer 09:00 to 13:12 on (B)(6) 2024. The customer, with the help of their own hospital personnel, indicated the device was back up and running and working to specification. The philips rse could not retrieve the correct logs to be analyzed by an internal pse. The customer has been informed this is an end of service (eos) and they have already ordered a replacement system and decided to wait for its installation. Based on the information provided in the case and by the philips rse and pse, the cause of the reported issue could not be confirmed. No further investigation or action is warranted at this time.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. E1: (B)(6). D4: product UDI - the manufacturing date for the reported device is prior to 24sept2016, therefore no UDI.

Event description:
Philips received a complaint on the piic classic upgrade indicating on (B)(6) 2024 at 10 a.m. The screen was frozen and it could not be operated with the keyboard or mouse. The tele alarms were not displayed at the central station due to the fact that they were also frozen. The issue was discovered by a call from the ward where the patient was lying. The device was in use on a patient at the time of event, there was no adverse event reported.